Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received potential inappropriate therapy. The electrogram indicated possible atrial fibrillation (af) with rapid ventricular response (rvr), which was detected as ventricular tachycardia (vt). In addition, there was intermittent undersensing on the right atrial (ra) lead. The implantable cardioverter defibrillator (ICD) and ra lead remain in use. No further patient complications have been reported as a result of this event.